Event description:
It was reported that the patient experienced an acute myocardial infarction (ami). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A fg comet ii wire was delivered to the distal rca and a plaque injury occurred. It was believed that it was possible the plaque in the rca mid was damaged when attempting to advance the wire into the rca mid to rca distal with slight damage to the wire's tip. Fractional flow reserve (ffr) measurements were taken on the left anterior descending artery (lad) and left circumflex artery (lcx) before the rca ffr. The comet wire was used with the damage already recognized. After ffr of the rca, the patient returned to the ward without any particular problems on the angiogram. Two hours later, the patient was diagnosed with an acute myocardial infarction (ami), the patient returned to the catheterization lab for angiography and the mi site was confirmed. A stent was implanted as a bailout measure. The patient's condition was stable after the procedure.